Event description:
The customer reported experiencing issues with charging and mentioned receiving a power source alert. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.